Event description:
It was reported that this guidewire broke off into the vein and the left ventricular (lv) lead was not successfully implanted. In addition, a small pericardial effusion was observed as the inner catheter went through a vessel and the patient's chest was opened to drain the fluid. Moreover, the guidewire piece that was separated from the body remains in the patient and the patient still intubated. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.